Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was unable to verify critical pump error due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer's blood glucose value was 145 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.